Event description:
On nov 19, 2004, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt reported blood glucose results of 302 mg/dl, 130 mg/dl, and 111 mg/dl with a lifescan meter, performed within 10 minutes of each other. She did not experience any symptoms of high or low blood glucose levels; however, she contacted a medical professional and was treated with insulin. The customer care rep was unable to walk the pt through quality control testing, as control solution was not available. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.